Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample was not returned. Records reviewed showed that there were no functional issues on the molded component. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex will continue to monitor feedback from the customer on issues related to this complaint.

Event description:
The customer alleges that the adaptor of the device broke which caused oxygen leak. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and damage was observed on the pin adaptor. The sample was placed on the oxygen flowmeter and no leakage was found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. It functioned as intended. It was reported that the adaptor of the device broke during use, which caused the oxygen leak; however, the reason for the breakage could not be determined.

Event description:
The customer alleges that the adaptor of the device broke which caused oxygen leak. No patient injury reported.